Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. As a result, the patient will consult with a physician regarding surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient passed away on (B)(6) 2018, due to complications from an unrelated surgical procedure .